Event description:
Boston scientific received information that during an implant procedure, the patient had pocket bleeding. The physician applied pressure to the pocket causing the right atrial lead to fracture. The lead was removed and a new lead was implanted. There were no further adverse patient effects reported.

Manufacturer narrative:
The lead was sent to hospital pathology and it is not known at this time if it will be returned. If the device is returned or additional information becomes available this report will be updated.